Manufacturer narrative:
The serial number is unknown; therefore, a device analysis could not be completed. As this was a double blind survey, the devices won't be returned to baxter for investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had inaccurate volume dispense. There was no report of patient injury or medical intervention associated with this event. No additional information is available.